Event description:
A practice mgr reported that gas would not dispense through the regulator during surgery. An alternate gas was used on the pt. The pt was reported to be doing fine at postoperative day one. Add'l info was rec'd from the surgeon who confirmed there was no impact to the pt.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been other complaints reported in the lot number. (B)(4).